Event description:
It was reported by service report that the bed alarm would not activate. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Limit switches on the foot siderails had broken contacts.